Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the fluoroscopy could not be performed. Review of the logfile shows application error: generator exception occurred, confirming the malfunction. Upon troubleshooting, philips field service engineer (fse) examined the system onsite and that the x-ray generator main pcb (cube pcb) battery was low. To resolve the issue, the fse replaced the battery and performed a full shutdown. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the operator is responsible for the safety of patient, staff and equipment to avoid collisions, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.